Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was measuring high for last three measurements on the rv-can and svc-can measurements. Noise was reproduced on both of the out of range vectors on custom egm channels. The patient is being monitored; the lead remains implanted.